Manufacturer narrative:
The reported event of failure to advance guidewire was not confirmed. As received, a complete lead was returned in one piece. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant, the physician was not able to advance the guidewire through the left ventricular lead. The physician elected to use a different lead to complete the procedure. The patient condition was stable.